Event description:
Event description boston scientific received information that this right ventricular lead was exhibiting low impedance and loss of capture. It was discovered that the lead had dislodged. Therefore, it was removed from service and replaced without further incident.